Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small grasping retractor instrument associated with this complaint and completed investigations. Failure analysis found the primary finding of broken - distal instrument pitch cables to be related to the customer reported complaint. The instrument was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables. .

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the surgeon was retracting the uterus with the small grasping retractor instrument, and the instrument collided with a scissors instrument. As a result, the cable from the small grasping retractor broke completely off the grasping retractor and fell inside the patient's anatomy. It was visualized immediately as it happened, and the piece of cable was retrieved and removed from the patient. No additional pieces were noted to be retrieved. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was retracting the uterus when the device fragment fell inside of the patient. The instrument was in use for 30-45 minutes before the issue. The fragments were retrieved using a laparoscopic grasper used by the bed side assist. All fragments were retrieved, the piece was visualized when it "popped" off, so the staff saw where it went and it was immediately retrieved. The procedure was completed robotically. There was no injury to the patient. The instrument was inspected prior to use with no damage noted. The surgeon believed the issue was caused by the angle the grasping retractor was holding the uterus and the other instrument "bumping" the small grasping retractor caused the cable to break. The instrument had a collision only when the other instrument "bumped it".